Event description:
It was reported the patient experienced diaphragmatic and phrenic nerve stimulation. A fluoroscopy was performed and it was confirmed that the right atrial (ra) lead had dislodged into the right atrial inferior wall. The patient communicated that their employer put them back to work lifting and moving heavy items fairly soon after implant; very physically demanding work. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.